Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pre-marketing clinical study report from chirurgische gemeinschaftspraxis, bad schwartau, germany. The title of this report is ¿internal fixation of osteotomies for hallux valgus correction using sonic pins¿ which is associated with the stryker sonicpin. Within that publication, intraoperative/ postoperative complications/ adverse events were reported which occurred between 5-may-2008 and 11-september-2008. It was not possible to ascertain specific device catalog from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for adverse events mentioned in the study. This product inquiry addresses incomplete melting of the pin due to improper function of the hand piece; threaded k-wire introduced immediately; that would have been the standard fixation.